Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error and not pumping insulin and customer also had high blood glucose level. The customer¿s blood glucose was unknown at the time of the incident 321 mg/dl. Trouble shooting was declined by customer for high blood glucose. The insulin pump will not be returned for analysis.